Event description:
A customer reported that the adc device would not power on with a button pressed or strip insertion. As a result, the customer reported was unable to monitor their blood glucose and experienced a loss of consciousness and hypoglycemia, however there was no report of treatment from a third party. The customer was able to self-treat with jellybeans and sweet drinks. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. The returned reader was investigated. The reader was visually inspected and observed damaged to usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The returned reader was de-cased. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Therefore, the issue is not confirmed to use due to damaged usb port. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with a button pressed or strip insertion. As a result, the customer reported was unable to monitor their blood glucose and experienced a loss of consciousness and hypoglycemia, however there was no report of treatment from a third party. The customer was able to self-treat with jellybeans and sweet drinks. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.